Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons was sometimes unresponsive on pump and that needed to press them several times. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.